Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with two 400cc mentor memorygel breast implants and experienced bilateral ruptures and capsular contracture, baker grade unknown on an unknown side post-operatively. As a result, the patient underwent explantation on (B)(6) 2021. This report is for the second of two devices.